Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The insulin pump also alarmed off not power without a low battery indicator. The alarm was resolved by a complete set change. Customer's blood glucose level was 401 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.